Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer confirmed the circulation fan was running but did report that the filter and air inlet filter was dirty. The fse advised the customer to replace the filters and run the unit over the weekend to ensure the error did not recur. The customer replaced the filters and ran the unit over the weekend and the error did not recur.

Event description:
It was reported that the unit declared an error 1122 ( blower temperature high). The device was in use at the time of the event; however, there was no patient harm. Event date not specified, estimate used.